Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified diagnostic procedure, the subject flex video scope gave an error code 30 when plugged into tower. The procedure was completed using a back-up device. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise/ pc board not responding a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is the cause was not established; the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.